Manufacturer narrative:
The vascade mvp xl was not returned to haemonetics for evaluation. The investigation is ongoing and upon completion a supplemental report will be submitted accordingly. The vascade mvp xl vvcs instructions for use states in the "preparation steps: patient access considerations and device preparation" multi-site access & closure section that " the distance between the access sites should be kept at a minimum of 8 mm. Keep the stick separation at the skin level at a minimum of 8 mm and drive the needles to the vein at the same angle to keep the separation between adjacent venotomies at a minimum of 8 mm. Imaging techniques such as ultrasound can be used to confirm the separation is as recommended." Also, it states "if more than one sheath is used in the same vein, it is recommended to close the proximal venotomy first to facilitate device placement and imaging prior to collagen patch release."

Event description:
Haemonetics received a medsun report (B)(4) that indicates a patient underwent an electrophysiology (ep) study with rf ablation to treat supraventricular tachycardia (svt) using the vascade mvp xl for hemostasis. According to the report the vascade closure device was deployed at end of procedure. The user was unable to remove 2 rvf vascade closure devices from right groin after deployment as they stuck together. The proceduralist said these devices are placed through the sheath into the vessel and there are multiple devices in the vein at once and that is how the two stuck together. Vascular surgery notified and removed devices by vascular surgery by making a 3-4cm incision and venotomy. No further information was provided. This is report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation results . The vascade mvp xl was not returned to haemonetics for evaluation. No further information has been provided by the user facility. The device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the disposable, and thus, a root cause cannot be determined. No corrective actions nor impact assessment are required at this time.

Manufacturer narrative:
This supplemental report submission corrects section h10 and includes the associated medsun report number (2302300000-2025-8018) in section "h10: related report number."